Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93e, serial/lot #: (B)(4) , ubd: 16-feb-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an aortic ulcer. It was stated that the patient was throwing thrombus before the initial procedure. Patient underwent evar to prevent thrombus from the infrarenal aorta from continuing to break off and cause ischemia in her lower extremities. It was reported that the patient was discharged on the next day post index procedure, however, the patient returned to the hospital on the next day post discharge with abdominal pain. It was stated that the patient was admitted and taken to surgery for an ischemic right colon. Patient died approximately 1 weeks post index procedure. As per the physician, cause of the event was bowel ischemia. The physician stated that thrombus went into the sma causing the right colon ischemia. The physician stated that wire manipulation could have lead to more thrombus going into the sma. The physician does not believe that the device lead to the complication due to it being the right colon no additional clinical sequelae were reported and the patient expired.